Manufacturer narrative:
Evaluation of the returned bearing found evidence of tibial plate impressions on the inferior bearing surface as well as indentations on the articulating surface which is likely from femoral contact. There appeared to be areas of oxidation of the polyethylene and a gouge was noted to be present on the right condyle. The gouge and main wear areas suggest the tibial and femoral components may have been rotated with respect to one another. Wear did not appear excessive and there was little evidence of third body abrasive wear.

Event description:
It was reported patient underwent total knee arthroplasty (B)(6), 2002. Revision procedure was performed (B)(6), 2012 due to loosening and osteolysis.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur, which states under possible adverse effects: it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 7 mdrs filed for the same event (reference 1825034-2012-00208 thru 00214).